Event description:
Allegedly, as reported in the (B)(6) registry, revised due to unknown reasons.

Manufacturer narrative:
Conclusion: no conclusion can be drawn. The complaint was reviewed. The product was not returned.

Manufacturer narrative:
Device #2:investigation is not complete. Trends will be evaluated. This report will be updated when the investigation is complete. This is the same event as 1043534-2011-00680. This event occurred in the (B)(6).